Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous mr 2.50 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Strut segment 4 from the proximal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed an inner/outer shaft polymer extrusion kink on the distal side of the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08jun2018. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 2.0 x 20mm maverick balloon, a 2.50 x 20mm synergy¿ stent was advanced but failed to cross due to calcification. The procedure was completed with a different device. No complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.